Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2012, the patient experienced peritonitis. The patient was not hospitalized. The cause of peritonitis was unknown. On an unreported date, the patient began treatment with aczobectum inj. (4.5mg-bd) and vancomycin (inj.-ip, dose and frequency not reported). The event of peritonitis is resolving.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This complaint for peritonitis - no malfunction or use error is not confirmed. The assignable cause is undetermined. No device malfunction or use error was identified.